Event description:
Information was received that the patient developed a slight valgus deformity during treatment. The surgeon attributes the deformity progression to the plate's placement.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is likely due to the placement of the device. If any additional information is provided, a supplemental report will be submitted.